Manufacturer narrative:
Investigation into this event could not confirm the customer's observations. The patient's plasma sample was tested by mts (eluate not available) and a positive reaction was observed. The most likely cause of this event is sample related. The root cause is unk.

Event description:
A customer observed a false negative result on an eluate of a patient's sample using the anti-igg gel card. Testing using another method (tube/peg) gave positive results. There was no report of patient harm as a result of this event. The gel card was being used for confirmatory testing of the eluate, antibodies had already been identified in the patient's plasma.